Manufacturer narrative:
(B)(4). The 3.25x15mm nc trek referenced is being filed under a separate medwatch report. (B)(4). The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, IFU states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion in the left main coronary artery with no tortuosity, heavy calcification and 99% stenosis. A 3.25x15 mm nc trek balloon dilatation catheter (bdc) was advanced for pre-dilatation; however, resistance was met with the lesion during advancement. Air was pulled inside of the patient anatomy. The balloon was inflated for the first time for 10 seconds at 8 atmospheres (atm) and blood was observed to be coming into the indeflator. Assuming that the balloon ruptured, the 3.25x15 mm nc trek bdc was withdrawn from the patient anatomy without resistance and a 3.5x15 mm nc trek bdc was advanced and resistance was met with the lesion during advancement. Air was pulled inside of the patient anatomy. The balloon was inflated for the first time for 12 seconds at 9 atm and the balloon ruptured. The 3.5x15 mm nc trek bdc was withdrawn from the patient anatomy without resistance and a 4.0x12 mm nc trek was advanced and the lesion was further dilated at 18 atm for 30 seconds. A non-abbott stent was then deployed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.